Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 87 events were reported for this quarter. Product return status: 1 device was received. 86 devices were evaluated in the field. Additional information: 87 devices were not labeled for single-use. 87 devices were not reprocessed or reused.

Event description:
This report summarizes 87 malfunction events in which the device had paint chips missing. 87 events had the problem identified during a non-clinical procedure; there was no patient involvement.